Event description:
It was reported that the device had to be removed in a revision surgery.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.